Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the mildly tortuous proximal right coronary artery (rca). The 2.5x15mm tenku balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The tenku bdc was not soaked in saline before use; however, the tenku bdc was prepped with no leak or issue noted during preparation. The tenku bdc was successfully advanced to the target lesion without resistance; however, the balloon ruptured at 8 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x15mm non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Additionally, it should be noted that the tenku coronary dilatation catheter instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.